Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 90066 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had "closure separation".